Event description:
On [redacted], the physician was performing right internal jugular venous access for a right heart catheterization under ultrasound guidance. According to the medical record, on the second attempt to access, the wire entered a dissection plane just past the needle tip and was unable to be removed from the soft tissue. The wire did not appear to be in the vessel based on fluoroscopy. The physician attempted to maneuver the wire out of the soft tissue without success. The wire tip broke during manipulation and was retained in the soft tissue. The retained foreign object remained in place until [redacted]-4 days later- when it was successfully removed from the tissue surrounding the right internal jugular vein.